Manufacturer narrative:
The reported events were lead dislodgement, loss of sensing and helix mechanism issue. A complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After cutting the lead and cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported events of loss of sensing and helix mechanism issue were confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorqued inner coil at the connector region consistent with procedural damage. The cause of loss of sensing and helix mechanism issue was due to the helix being clogged with blood/tissue and over torque of the inner coil.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead was failing to sense and helix mechanism issue resulting in failure to extend the helix. Visual examination revealed a dislodgment of the ra lead. The ra lead was removed and not replaced. The patient was recovering post procedure.